Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed due to a crack on the control unit and due to a pinhole on the bending section cover. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was sent in for repair. The customer stated that it is unknown what the foreign material was that adhered to the bending section cover, and customer did not pre-soak endoscope in the detergent solution. The evaluation found foreign matter on the bending section cover and the coating was peeling on the flexible tube. In addition, the evaluation found the following; due to a dent on the channel tube, the suction volume did not meet the standard value and the channel cleaning brush could be inserted smoothly; the adhesive on the bending section cover had a chip; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; deterioration of the adhesive was noted; the adhesive around the light guide was peeled; the control unit had discoloration; the connecting tube had a dent; the adhesive around the objective lens was peeled; the eyepiece had a scratch; the grip was deformed and the indication on the light guide connector was unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the curved rubber had foreign matter on it and the flexible tube¿s coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) for the foreign material residue point are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the reported events are likely due to insufficient or inadequate reprocessing and stress of repeated use, external factors, or handling of the device. The events can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual of chapter 7 ¿cleaning, disinfection and sterilization procedures¿ section 7.5 ¿manual cleaning¿ describes how to detect the subject event. Cleaning the external surface 1 prepare a container with a cap for cleaning detergent and fill the container with cleaning detergent whose temperature and concentration level were controlled to what the cleaning detergent manufacturer instructed. 2 immerse the endoscope in the detergent solution. 3 with the endoscope immersed, use a sponge, lint-free cloth, or paper towel to wipe all external surfaces of the endoscope. 4 visually inspect that there is no stain on the external surface of the endoscope. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.